Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow-up. An interrogation of the implantable cardioverter defibrillator revealed intermittent under-sensing of ventricular fibrillation episodes. Programming interventions were made. The patient was stable.